Manufacturer narrative:
Intuitive has not received the vessel sealer extend (vse) instrument to perform failure analysis at the time of this report. The system logs show that the vse instrument (lot #k11260417-0318) was installed 4 times, passed homing 4 times and 129 cut complete events were recorded. The e-100 generator logs show 106 coag events with no errors and 145 seal events with 2 high initial starting impedance errors. Additionally, the system logs show 1 error at a timestamp close to 2 errors seen in the e-100 generator logs indicating that the customer likely had excessive tissue between the jaws that could have resulted in the potential insufficient seal.

Event description:
It was reported that after a da vinci-assisted sigmoid colectomy procedure, the patient experienced cardiac arrest in the post-operative area and was emergently taken back to the operating room for an open re-operation. There was significant bleeding noted from the inferior mesenteric artery (ima) which had been ligated with a vessel sealer extend (vse) instrument during the original procedure. It was stated that during the original sigmoid colectomy procedure, there were no errors with the vse instrument. The vse instrument completed the sealing cycle with audible tones heard. The ima was less than 7mm, not calcified, was not under tension while being sealed/ligated, and tissue effect was observed during the sealing cycle. There were no allegations of tissue being cut without being fully sealed. Upon emergent return to the operating room, the patient experienced a second cardiac arrest event during anesthetic induction. The surgeon reported that the patients estimated blood loss was "liters." To control the bleeding, an exploratory laparotomy, resuscitative left thoracotomy, and a suture ligation of the ima was performed. The patient was then transferred to the intensive care unit (ICU), intubated, and a chest tube was placed. Additionally, it was reported that the patient required a second re-operation to perform a splenectomy due to continued bleeding. The surgeon stated long-term complications include months if not years of recovery will be required. It has been reported that the patient is currently "doing okay all things considered.".